Event description:
It was reported by service report that the foot left rail is stuck in the low position and is not locking properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link tight.